Event description:
It was reported that the distal tip of the recanalization catheter separated from the outer catheter after 1 minute and 30 seconds of activation in the sfa. The catheter was retracted without event and another catheter was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed. This lot met all release criteria. This is the only event reported to date for this lot number and failure mode. The device was returned. The sample was bloody. A complete fracture in the core wire was noted 2.8cm from the distal tip. The outer catheter shaft was kinked and a hole was present near the distal fracture location. This will be considered an incidental finding as it was not reported by the user. The edges of the core wire fracture appeared to be uneven and the core wire was contained within the catheter shaft. All pieces of the core wire were accounted for. No other anomalies were noted. The investigation is confirmed for a fracture, as a complete fracture in the core wire was identified near the distal tip. The investigation is unconfirmed for material separation, as the outer catheter was still connected to the distal tip. Per the reported event details, the lesion site was heavily calcified. It is possible that the calcified lesion contributed to the core wire break. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Section a through d- the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.